Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited poor sensing after multiple implant site attempts. The physician opted to replace the lead, a new lead was successfully implanted. The patient was in stable condition.